Event description:
It was reported that pump displayed malfunction alarm malf 12 multiple times on same device, with no other notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, declined replacement pump, and was advised to contact technical support again if malfunction reoccurred, with no further action required at that time.